Event description:
It was reported that the procedure was performed to treat a lesion in the obtuse marginal (om) coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The 2.50x12mm nc trek neo balloon dilatation catheter (bdc) was inflated once and a rupture occurred at 12 atmospheres. There was resistance during advancement due to anatomy. Another nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.